Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log files confirmed a no external power and low voltage hazard event on 21jan2019, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file captured one no external power and associated low voltage hazard event was observed on 21jan2019 at 09:57:23 am, while the system controller was connected to an mpu. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. Of note, the device was manufactured with the v-lock ac power cord. The system controller's backup battery supplied power to the pump during this event as designed. The pump appeared to have functioned as intended above the low speed limit throughout the duration of the data. The mpu was not returned for investigation. Multiple requests for additional information regarding the event were issued to the customer; however, no further information has been provided at this time. The investigation file will be closed accordingly. The patient remains ongoing. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device mpu - mpu serial number not provided, age of device will be updated upon the completion of the manufacturers investigation. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that there was a low voltage hazard event while connected to the mobile power unit (mpu) due to a very brief total loss of power to the mpu enabling the backup battery in the controller until power was restored to the mpu. Review of the log file confirmed that this was a no external power event. The cause of the no external power was not determined.